Manufacturer narrative:
The device was returned to the manufacturer. The trigger was found in the low mode position as received. The complaint was confirmed. The unit would not function on high or low mode. The battery case was opened and found to have 1 battery (position 1) that had vented on the negative terminal causing corrosion. Both the battery pack terminal showed corrosion on the negative end. The wiring was analyzed and no issued were identified. All battery voltages were tested and were all found to be above 1.5 vdc. A new battery was placed in the battery pack and the unit was tested. It functioned normally in high and low modes. The cause of the reported issue the battery had leaked its contents causing corrosion. The cause of the defective battery is unknown. The device was serviced and returned to the customer.

Event description:
It was reported that the high mode was not available on this pulsavac plus. There was no patient harm or delay reported, and the procedure was completed with an alternate device.